Event description:
The customer stated that the central monitoring system (cns) screen froze up and upon the reboot of the cns the system is stuck at the cns boot screen and the application will not start correctly. There is a raid error message on the screen also. This unit is not in production and is not monitoring patients at this time. MFR ref #: 8030229-2014-00142.